Event description:
On (B)(6) 2025, the user reported going through four inset 23" infusion sets in two days while using the ilet. Blood glucose readings ranged 400¿500 mg/dl, no ketone testing or hospitalization was reported. The sets appeared intact but may have been placed in scar tissue; the current set is functioning with bg 280 mg/dl and trending downward.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.